Event description:
Provider alleges units functions are not working correctly. Item number 022315. No injury alleged. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).